Event description:
A caller reported an alarm issue with the adc device. The caller indicated that the high/low glucose alarm did not sound from the reader and therefore customer was unable to be made aware of changing glucose levels and experienced a loss of consciousness. The customer received unspecified treatment by non-healthcare professional and no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an alarm issue with the adc device. The caller indicated that the high/low glucose alarm did not sound from the reader and therefore customer was unable to be made aware of changing glucose levels and experienced a loss of consciousness. The customer received unspecified treatment by non-healthcare professional and no additional information was provided. There was no report of death or permanent injury associated with this event.